Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to erosion and infection. No other adverse patient effects were reported.

Event description:
Additional information received further reported that the patient¿s wife had noticed there was a portion of the penile prosthesis in the bathroom garbage can. On evaluation, there was a wound on the glans where it appeared the prosthesis had been removed. The patient¿s wife indicated that three days prior, there were no abnormalities. The patient has dementia and was unable to provide any history. The patient¿s wife brought the piece in with her, which appeared to be one cylinder and a portion of the tubing. The patient appeared clinically stable and was afebrile. A CT image showed one of the cylinders apparently had been removed and there was fluid collection on the right side where the cylinder had been. A retrograde urethrogram was obtained, which did show extravasation, indicating a urethral injury, likely traumatic during the removal. In discussion with the patient¿s wife, removal of the implant was necessary. During the removal procedure, significant scarring and distortion of the anatomy were observed. There was very little fluid indicating previous decompression of the reservoir. The patient was in stable condition following the procedure.

Manufacturer narrative:
D4 lot number: 1858113.